Event description:
The patient reported her insulin infusion set tubing has separated at the luer lock connection on two separate occasions, in 2008. She stated she woke up this morning with an elevated blood glucose reading of 235 mg/dl and treated it by bolusing 1 unit of insulin through her infusion device. She said when her readings continued to rise to 587 mg/dl, she inspected her tubing and found it was separated and was "just a thread". She stated, on the first occurrence the tubing had been in use for 2 days and on the second occurrence the tubing had been in use for 6 days. The patient stated that she was unaware of the infusion set recall. The patient was sent recall information along with a complimentary insertion aid device and replacement infusion sets. The product was replaced and requested to be returned for evaluation.